Event description:
A healthcare professional reported that during an intraocular lens (iol) implant surgery, posterior capsule tear occurred. The iol was replaced for another one. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).